Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with product cracking when connecting.

Manufacturer narrative:
Investigation summary: received one used iag bc 20ga catheter/adapter assembly and an opened package from catalog number 381533, lot number 8130615. DHR review was performed on lot number 8130615. The lot number was built on afa line 7 from 18may2018 thru 24may2018. Packaged on packaging line 10 from 23may2018 thru 26may2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Investigation conclusion: no mechanical/physical damage on the outside or inside of the luer adapter. No cracks, dents, holes observed on the body of the adapter. A functional assessment of the connection compatibility of the returned catheter/adapter assembly was conducted to evaluate the reported incident. The male luer lock of a lab supplied extension set was connected to the female luer of the catheter/adapter, and there was no difficulty connecting and disconnecting, no cracking at the connection site. Root cause description: the defect luer lok collar breakage as stated as the reported code was not confirmed when the returned catheter/adapter assembly. The returned catheter/adapter did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned catheter/adapter assembly. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with product cracking when connecting.